Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, red particles in the shell, yellow biological tissue in the shell, observed 40 mm dark patch edge material inside gel device and deformation device. No creases are observed on the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Pharmacist reported fold of the device, deformity, capsular contracture (baker grade iii), pain, effusion, inflammation, breast enlargement, double capsule, enlargement of the capsule and haematoma, side unknown. Device explanted.

Event description:
Pharmacist reported fold of the device, deformity, capsular contracture (baker grade iii), pain, effusion, inflammation, breast enlargement, double capsule, enlargement of the capsule and haematoma, side unknown. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The events of capsular contracture baker grade iii and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma.

Event description:
Pharmacist reported fold of the device, deformity, capsular contracture (baker grade iii), pain, effusion, inflammation, breast enlargement, double capsule, enlargement of the capsule and haematoma, side unknown. Device explanted.